Event description:
Received sientra silicone implants, 2 years after augmentation. I started heaving health issues in 2018 my health really deteriorated, chest pain, swollen lymph nodes, insomnia, headaches, rash, ibs, chronic inflammation through out body, gi problems, food sensitivities, (B)(6) weight loss in 7 months. Currently being tested for bia-alcl. They need to remove these from the market. Waiting for my u.s. Guided needle biopsy. FDA safety report ID# (B)(4).